Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that using a tritanium window trial 59mm for assessing fit of 60mm implant/ shell, surgeon reamed acetabulum to 59mm. The window trial disengaged from the offset trial inserter and became stuck/ lodged in acetabulum. Surgeon was able to remove window trial and place the intended 50mm tritanium shell implant. Surgical delay of 10-30 minutes was reported. This procedure was performed on patients' right hip.2017

Manufacturer narrative:
An event regarding thread damage involving an trident trial was reported. The event was confirmed. The tritanium acetabular shell trial was returned in used condition. The inner threads were notably damaged and worn. Significant damage was noted on the body of the device due to multiple usage. Material analysis engineer report indicated that "damage on threads consistent with crossthreading and off-axis loading." No medical records or x-rays were made available for evaluation. All devices were manufactured and accepted into final stock with no reported discrepancies. No other events reported for the lot indicated. It was reported that trial disengaged from the offset trial inserter and became stuck/ lodged in acetabulum. The inner threads were notably damaged and worn. Significant damage was noted on the body of the device due to multiple usage. The damage on threads consistent with crossth reading and off-axis loading. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that using a tritanium window trial 59mm for assessing fit of 60mm implant/ shell, surgeon reamed acetabulum to 59mm. The window trial disengaged from the offset trial inserter and became stuck/ lodged in acetabulum. Surgeon was able to remove window trial and place the intended 50mm tritanium shell implant. Surgical delay of 10-30 minutes was reported. This procedure was performed on patients' right hip.

Manufacturer narrative:
Supplemental MDR is to correct type of reportable event from serious injury to malfunction.

Event description:
It was reported that using a tritanium window trial 59mm for assessing fit of 60mm implant/shell, surgeon reamed acetabulum to 59mm. The window trial disengaged from the offset trial inserter and became stuck/lodged in acetabulum. Surgeon was able to remove window trial and place the intended 50mm tritanium shell implant. Surgical delay of 10-30 minutes was reported. This procedure was performed on patients' right hip.